Event description:
On 02-JUL-2026 it was reported that on (b)(6)2026 the user experienced hyperglycemia with blood glucose (BG) levels of 326 mg/dL following a missed meal announcement. On (b)(6)2026, the user experienced hypoglycemia with blood glucose (BG) levels of 39 mg/dL, resulting in emergency department evaluation. The user was treated with oral carbohydrates, released the same day without hospital admission, and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical treatment while on iLet therapy. Severe hypoglycemia requiring emergency department evaluation is consistent with acute neurologic impairment requiring immediate medical intervention. Review of available information identified that the user forgot to announce a meal, resulting in prolonged hyperglycemia. The iLet subsequently delivered correction insulin in response to the elevated glucose values, after which the user experienced hypoglycemia. The reporter indicated the user has memory impairment and frequently forgets to announce meals. Review of the available device history did not identify evidence of a device malfunction. Based on available information, the event is attributed to a missed meal announcement resulting in delayed correction of hyperglycemia and subsequent hypoglycemia. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.